Manufacturer narrative:
Update data: h6 conclusion: the valve remained implanted, so it was not returned to medtronic for analysis. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. As reported, the patient had a small annulus and annular calcium on the non-coronary cusp (ncc) side. The patient also had a siever's type I bicuspid aortic valve with right coronary cusp (rcc)/ncc raphe which may have contributed to the dislodgement. However, a conclusive cause could not be determined from the limited information available. Dislodge events are typically not related to a device malfunction. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use. The patient had a small annulus and annular calcium on the non-coronary cusp (ncc) side. The patient also had a siever's type I bicuspid aortic valve with right coronary cusp (rcc)/ncc raphe. A pre-dilation was therefore performed without complication using a 20mm z-med balloon. The valve was deployed to 80% in cusp overlap view. The valve was positioned to 2mm on the ncc and 5mm on the left coronary cusp (lcc), with the catheter central in the ascending aorta and good expansion of the valve. The valve was begun to be fully deployed, however during deployment the valve dislodged into the sinus space. The valve was snared up to the ascending aorta using two gooseneck snares. A new delivery catheter system (dcs) and valve were inserted into the patient. Multiple attempts were made to cross the first valve with the second dcs, however the dcs kept catching on the frame of the first valve. After many attempts, the decision was made to abort the case and discuss treatment options with the patient. The patient was hemodynamically stable and appeared to be neurologically intact upon waking. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four media files were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 69.2 millimeter (mm) with a perimeter derived diameter of 22 mm suggesting a 26mm valve. Evidence shows that the patient had a bicuspid aortic valve with a raphe/fusion between the non-coronary and left coronary cusps. The raphe appears to be calcified and there is protruding calcification in the aortic annulus that does not seem to extend to the left ventricular outflow track. A pre balloon aortic valvuloplasty was performed and during mid inflation, the balloon appears to migrate aortic despite evidence of rapid pacing. The valve was deployed just prior to the point of no recapture, and depth assessment was performed. Depth was approximately 2 mm on the non-coronary cusp in the cusp overlap view, and 5-6 mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth was acceptable, and a recapture was not warranted. The valve was released slowly and appeared to dislodge to the level of the sinuses of valsalva unexpectedly. It was reported that the dislodged valve was snared, and a new valve was attempted to be implanted; however, after multiple failed attempts to advance the delivery catheter system through the dislodged valve the procedure was aborted. It is possible that patient¿s anatomy contributed to the dislodgement. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.